Manufacturer narrative:
(B)(4). Date sent to FDA: 03/20/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the mesh had eroded into the vagina. The patient underwent partial mesh removal on an unknown date. The patient reported that the remaining mesh has eroded through muscles and ligaments, leaving holes and has attached to the pelvic bone on each side. The patient underwent further mesh removal on an unknown date. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.